Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is shown in used condition. The white sleeve has a little cut on the distal end. The plates and suture are not shown in the photos, however it is not possible to verify the issue reported since the plates are not shown. The overall complaint was not confirmed as the observed condition of the truespan 12 degree peek would not contribute to the complained device issue. Based on the investigation findings, a possible root cause for this issue can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the operator did not squeezed the red trigger to its fully position. As per IFU, at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4: the date of manufacture is unknown (B)(4)

Event description:
It was reported by an affiliate in colombia that during an unspecified surgical procedure on (B)(6) 2024 when passing the second point of the meniscal suture truespan 12 degree peek device, the peek that holds it inside the meniscus was removed and was to be changed for another new suture. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.